Event description:
It was reported by service report that the power cord was missing the plug.

Event description:
It was reported by service report that the power cord was missing the plug.

Manufacturer narrative:
Follow-up submitted as further investigation determined the power cord was not a stryker product.